Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The device was missing the distal tip, distal end of the balloon, and the distal inner shaft. There was contrast in the balloon and lumen and blood in the lumen. The balloon, hypotube, port/exit notch, inner/outer shaft were microscopically and tactile examined. Inspection revealed a separation in the balloon material (longitudinal and circumferential) and only 7 mm of the balloon material left on the device, and the distal inner shaft broke 5mm distal from the port/exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break and balloon detachment occurred. The target lesion was located in the very calcified diagonal artery. A 2.50mm x 20mm emerge" balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the device snapped. When the device was attempted to be pulled out several times, the hypotube broke and the balloon remained hooked into the lesion completely corrugated. A stent was then deployed and flattened the balloon. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Event date: (B)(6) 2016. Complainant name: (B)(6). (B)(4).

Event description:
It was reported that shaft break and balloon detachment occurred. The target lesion was located in the very calcified diagonal artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the device snapped. When the device was attempted to be pulled out several times, the hypotube broke and the balloon remained hooked into the lesion completely corrugated. A stent was then deployed and flattened the balloon. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.